Event description:
A 24 mm diameter x 14 mm diameter x 13.5 cm length aneurx bifurcated stent graft and it components were implanted in patient for endovascular treatment of an abdominal aortic aneurysm 2002. The diameter of the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 150 mm. The patient has a history of hypertension, angina, sleep apnea, chronic obstructive pulmonary disease, stroke and asthma. It was reported that the patient was generally in poor health. The right external iliac artery was reported to be stenotic. The patient was taken to the operating room and prepped and draped in the usual sterile fashion. The common femoral arteries were isolated bilaterally. Another incision was made, and a tunnel was made to decrease the angle of entry for the delivery catheter. A 16 french sheath was inserted through the right side. The bifurcated stent graft was advanced through the left side and deployed just below the renal arteries. The right limb of the stent graft was cannulated, and angiography was performed. A 15 mm diameter x 8.5 cm length iliac limb was positioned and deployed. A 15 mm diameter x 5.5 mc length iliac extender cuff was positioned and deployed with the landing zone being at the iliac bifurcation. It was reported that, due to stenosis, the right common iliac artery was stented per pre-procedure plan. Final angiogram demonstrated a successful outcome with no endoleak and exclusion of the aneurysm. The patient had palpable peripheral pulses at the end of the procedure, and was taken to the recovery room in satisfactory condition. Immediately post-operatively, the patient was noted to have a likely embolic event to their right buttock, which appeared to resolve overnight. One day after the procedure, the patient complained of slight abdominal pain, nausea, and bloody diarrhea. Colonoscopy to the mid-descending colon revealed ischemic changes but no areas of gross infarction. Two days after the procedure, the patient developed an elevated white blood cell count, fever, and increasing abdominal pain; therefore, the decision was made to perform an exploratory laparotomy and hartmann's procedure. A midline incision was made through the anterior abdominal fascia and the peritoneum was entered. Inspection of the bowel revealed areas of infarction in the sigmoid colon and upper rectum. The sigmoid colon was removed, and a colostomy was created. The patient was taken to the recovery room in satisfactory condition. It was reported that the patient is fine, and remains hospitalized with no additional sequelae reported.